Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. It was noted that the patient had pacemaker syndrome and had felt pacing stimulation around the pocket. On (B)(6) 2018 the device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Correction: date of explant was initially reported as (B)(6) 2018 and was incorrect. The correct date of explant is (B)(6) 2018.